Manufacturer narrative:
G4:26mar2021. B4:05apr2021. Attempts were made to obtain further information regarding the device repair information. To date, no further details have been received. The service history record was reviewed, and no repair information was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17nov2020.

Event description:
The customer reported that the unit produced a check vent alarm for blower temperature high. The customer contacted product support and reviewed suggested repair per the manual. The inlet filter is clean. The cooling fan is reported to be running. Product support provided part ID for the blower. The customer reported that the unit was in use on a patient, but there was no patient harm reported.